Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. The device looked fine upon opening and there was no difficulty experienced upon setting up the device. The physician even tested the device prior to insertion of the scope into the patient. During the procedure, when he tried to deploy the band, it was noticed that the band would not deploy off of the ligator. The scope along with the device was removed from the patient and it was found that "the bands turned over on each other with the yellow band broken." The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Note: a photo of the complaint device outside the patient was provided by the customer and shows the white band was broken and also tangled within the remaining bands. It was also reported that the ligator shrink wrap was removed at beginning of the case prior to tensioning tripwire, which is earlier than what is instructed in the device instructions for use (IFU).